Event description:
During programming of the device to deliver normal saline on the secondary line, the nurse noted that the rate would "switch." No further programming parameters were provided. The device was removed from clinical service. Therapy was started using a replacement device. During testing by user facility, during programming of the device to deliver on the secondary line at an unspecified rate with an unspecified vtbi (volume to be infused), the rate was noted to "always switch to 200ml/hr." There were no reports of any adverse pt events while the device was in clinical use.